Event description:
An endeavor sprint rapid exchange (rx) drug-eluting stent was implanted in the proximal lcx. A second endeavor sprint rapid exchange (rx) drug-eluting stent was implanted in the distal rca to treat the target lesion. Two add'l endeavor sprint rapid exchange (rx) drug-eluting stents were implanted in the distal rca to treat complications of a dissection after the initial stent implantation. At 1 month, 6 month, 1 yr, 1.5 yr and 2 yr f/u's pt was asymptomatic / free of symptoms. It is reported that there was a revascularization of the mid rca carried out approx 2.5 yrs post index procedure. There was an unk brand stent implanted during revascularization.

Manufacturer narrative:
(B)(4). Eval, results: (dissection).